Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed there was a problem with the latch. Functional testing found that the latch was not working and both the latch and optical sensor needed to be replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously that was related to the reported issue.

Event description:
It was reported that the pump is a faulty device. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.